Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised of her left knee arthroplasty due to pain, discomfort, and possible aseptic loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. This report is 1 of 3 for this patient: 0001822565-2016-02520-2/0001822565-2016-02521-2/0001822565-2016-02518-2.